Event description:
Related manufacturer reference number: 2017865-2022-16535. Related manufacturer reference number: 2017865-2022-16537. It was reported a patient presented with an infection. The system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported event was infection. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.